Manufacturer narrative:
No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used for a spinal fusion procedure. It was reported that he imaging system was taking x-rays just fine, then after about 1 hour all the buttons became unresponsive. The site rebooted the system 2 or 3 times and they were able to take a fluoroscopic image. They switched to a radiographic image. They went to arrange the camera from the navigation system and when they went back to the imaging system, it had suddenly rebooted. The site rebooted again for the last time, and afterwards, they were able to finish the imaging. There was no reported impact on patient outcome. There was a reported delay to the procedure of less than 1 hour due to this issue. No further information was provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the pendant for the imaging system was replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. The pendant has not been received by the manufacturer for evaluation. A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.